Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided, but referred to as a celect platinum implant and dates unknown as information was not provided. Awaits the device to be returned. Mfg date: unknown as lot# is unknown. Summary of investigational findings: five secondary legs were returned for investigation; four legs in length of 6-8mm and one leg a bit longer. The legs were all cut as described in the complaint, and consequently an investigation of the fracture surfaces does not reveal anything as to material, fatigue etc. Filter implant period is unknown and there is no information or imaging of filter placement (fluoroscopy guidance or ivus). This combined with the fact that patient was asymptomatic and filter placement in right iliac vein was noted "prior to the routine scheduled retrieval procedure", filter migration from ivc to iliac is likely but uncommon given the blood stream. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. IFU, contraindications: megacava (diameter of the ivc > 30mm). There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant:upon fluoroscopy prior to the routine scheduled retrieval procedure, it was noted that the filter had migrated to the right iliac from the ivc. The patient was asymptomatic prior to procedure. As the filter was noted to be in the right iliac, a retroperitoneal with a cut down on the iliac was performed to retrieve the filter. During the procedure, four of the legs were noted to be sticking out of the vein. The four legs were cut off during the procedure to allow for the removal of the remaining filter. The entire filter and legs were retrieved successfully.patient outcome:according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided, but referred to as a celect platinum. Lot # unknown as information was not provided. Expiration date unknown as lot# is unknown. Awaits the device to be returned. Unknown as lot# is unknown. Investigation is still in progress. (B)(4).

Event description:
Description of event according to complainant: upon fluoroscopy prior to the routine scheduled retrieval procedure, it was noted that the filter had migrated to the right iliac from the ivc. The patient was asymptomatic prior to procedure. As the filter was noted to be in the right iliac, a retroperitoneal with a cut down on the iliac was performed to retrieve the filter. During the procedure, four of the legs were noted to be sticking out of the vein. The four legs were cut off during the procedure to allow for the removal of the remaining filter. The entire filter and legs were retrieved successfully. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.